Event description:
It was reported that an additional procedure was required for catheter exchange. Two 106x12cm ekos endovascular devices were selected for use in a local thrombolysis procedure to treat a pulmonary embolism. The ekos catheters were placed successfully; however, after starting therapy in the ICU, defective ports were registered. Drug and coolant flow was not possible due to the ports leaking immediately. The drug and coolant ports of both catheters were affected. The ports were visibly cracked. The patient had to undergo a second procedure by returning to the cath lab to exchange the catheters. Exchanging the catheters resolved the issue. No patient complications were reported.

Manufacturer narrative:
Device eval / media analysis by manufacturer: the customer-supplied video was reviewed and confirmed the reported complaint of leak on both the drug port and the coolant port. The ekos endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed cracking on the coolant and drug port luers. The device was tested for leaking, and the device leaked water from the drug and coolant port luers, where the cracking was present. The reported events of hub damage and leaking were confirmed.

Manufacturer narrative:
Device eval / media analysis by manufacturer: the device was not returned for analysis; however, the customer-supplied video was reviewed and confirmed the reported complaint of leak on both the drug port and the coolant port.

Event description:
It was reported that an additional procedure was required for catheter exchange. Two 106x12cm ekos endovascular devices were selected for use in a local thrombolysis procedure to treat a pulmonary embolism. The ekos catheters were placed successfully; however, after starting therapy in the ICU, defective ports were registered. Drug and coolant flow was not possible due to the ports leaking immediately. The drug and coolant ports of both catheters were affected. The ports were visibly cracked. The patient had to undergo a second procedure by returning to the cath lab to exchange the catheters. Exchanging the catheters resolved the issue. No patient complications were reported.

Event description:
It was reported that an additional procedure was required for catheter exchange. Two 106x12cm ekos endovascular devices were selected for use in a local thrombolysis procedure to treat a pulmonary embolism. The ekos catheters were placed successfully; however, after starting therapy in the ICU, defective ports were registered. Drug and coolant flow was not possible due to the ports leaking immediately. The drug and coolant ports of both catheters were affected. The ports were visibly cracked. The patient had to undergo a second procedure by returning to the cath lab to exchange the catheters. Exchanging the catheters resolved the issue. No patient complications were reported.